Event description:
As reported to coloplast, though not verified, the patient with this device experienced vaginal pain, repeated cystitis, pain in groin, radiating up to iliac and in thighs, pain increases when seated. Urgency to urinate has increased. Chronic uti¿s for last 5 years, morphine pump in abdomen on right side. Physical therapy (pt)- obturator membrane pain, right groin membrane is pinched together, pain increased with pt. Diagnosis includes improved sui, hyperactive bladder, repeat cystitis, neurogenic bladder, pain on right and left obturator, chronic pain, pain pump (intrathecal), pain on inside of right thigh up to level of entry point of the mesh. Vaginal exam: sensitivity on right adductor muscle, possible level of pain at the level of the mesh on right. Excision of partial mesh on right side, botox injection under general anesthesia - notes mesh had adhered to ischiopubic ramus, deep; after removal of right side it is noted that the support of the urethra was lost. Colonized staphylococcus lugdunensis, staphylococcus epidermidis, corynebacterium. Diarrhea, pain and abdominal cramping, weeping at wound. Follow up to partial excision: persistent pain in deep right hip articulation, pain in groin improved, new pain in pelvic floor and inside of both of her thighs, incontinence worse, always with feeling of needing to urinate, incontinence with standing, stress incontinence increased but less than urge incontinence, feeling sensation of poking in vagina, estrogen cream increases feeling of poking in vagina, sensation of bulge in vagina. Vaginal, thigh, pelvic pain and pain during intercourse. Erosion under urethra with a knot. Removal of mesh sling, removal of mesh from the right and left obturator space, urethral lysis, vaginal paravaginal dissection and mesh removal from the adductor and obturator muscles, anterior colporrhaphy, repair of defect in vaginal wall from superficial mesh in the vaginal and left sulcus.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
Additional information reported to coloplast on 30-sep-2024, though not verified: the patient developed right pelvic pain. The pain is difficult to control despite an intrathecal catheter with narcotics. Partial removal of the strip is attempted in (B)(6) 2019 and in (B)(6) a residual erosion is treated locally. Neuropathic pain persists in the right obturator. Conservative treatment was attempted without success. The residual band was radically removed on (B)(6) 2020, which temporarily improved the pain. There is a relapse of obturator neuropathic pain, which is partially improved by local blocks and steroid infiltrations. Other problems, both urinary and neurological, remain chronic. From a urinary standpoint, the patient requires botox injections every 6 months.